Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to three electrically leaky filters, designators fl9, fl10 and fl11 from the analog pcb assembly.

Event description:
The customer initially reported to physio-control that their device was showing its charge-pak icon. After an evaluation of the device, it was observed that the device had internal electrical leakage which can deplete the internal hlc batteries and could cause the device to not power on. There was no patient use associated with the reported failure.